Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was hospitalized for high blood glucose (bg) and dka on (B)(6) 2011. The patient indicated that her bg's were elevated for 3-4 days prior to visiting her health care provider (hcp) on (B)(6) 2011. The patient reported bg levels of "140-340 mg/dl" and claimed that her normal bg's are less than 120 mg/dl. During the hcp visit, labs were performed. The following day ((B)(6) 2011), the hcp called the patient, informed her that she had dka, and instructed her to go to a hospital. The patient mentioned that during the time of the hospitalization, her bg was over "500 mg/dl' and she was removed from the pump. She was hospitalized for 3 days and given insulin injections. The patient claimed that the hcp believed the high bg levels were due to the pump and ruled out all other factors. The pump's prime history and tdd were noted to be correct. No associated alarms were observed in the alarm history. The patient's site/sets were not reviewed since the patient had been off the pump for about a week. The patient denied having signs of infection or irritation. She also denied observing bubbles or leaking. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that can be associated with severe hyperglycemia and was hospitalized because of the pump. The patient's hcp believed her high bg levels were due to the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 11/02/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily delivery basal delivery showed that the pump was delivering accurately. The black box showed alarms and warnings typical of normal use; there were no unacknowledged alarms, warnings, or stoppages in delivery. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found during testing.